Event description:
Caller reported having symptoms of hypoglycemia at about 7:00 a.m., was not able to self- treat, so he called the medics. Medics arrived at 7:20 a.m. And tested his blood glucose as 45 mg/dl on their meter. They then took a reading within ten minutes on customer's advantage system and it was 112 mg/dl. The medics gave him some glucose paste. Customer does not know the dosage or brand name. Customer felt better after the glucose. At this point the medics rushed him to the emergency room. At the hospital they treated him by giving him more glucose. Customer does not recall dosage or type of glucose given. They then took his reading and it was around 150 mg/dl. The customer was able to leave the hospital at 11:30 a.m. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.